Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional ht command 18 device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During removal of a hi-torque command guide wire, resistance was met with the non-abbott catheter and the tip broke off inside the non-abbott catheter. The catheter and guide wire were simply removed and nothing remained in the anatomy. Another ht command guide wire was then used to successfully complete the procedure. However, after removal of the guide wire it was noted that the tip did not feel (tactile) smooth as it usually does. There were no other issues reported as the guide wire worked as intended. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported polymer damage and separation were confirmed. The reported difficulty removing was not tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the cause of the difficulty removing, separation, and material cut or torn were do to the circumstances of the procedure. It is likely that the wire coating became damaged during advancement of the non-abbott catheter against resistance which reduced the clearance between the wire and catheter causing the noted polymer damage and separation of the material during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
It was reported that the procedure was to treat an unspecified lesion. During removal of a hi-torque command guide wire, resistance was met with the non-abbott catheter and the tip broke off inside the non-abbott catheter. The catheter and guide wire were simply removed and nothing remained in the anatomy. Another ht command guide wire was then used to successfully complete the procedure. However, after removal of the guide wire it was noted that the tip did not feel (tactile) smooth as it usually does. There were no other issues reported as the guide wire worked as intended. There were no adverse patient effects and no clinically significant delay in the procedure. Device analysis noted that the separated polymer coating portion (5.7cm) was returned. There were holes sporadically in the entire separated portion of the polymer coating; however, none of the polymer was missing as the flaps coincide with the holes. The account confirmed that the polymer coating tear/separation was noted and remained on the guide wire while being removed and was discarded. No snaring or other method required. No additional information was provided.